Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 10/24/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 10/01/2016 with the following findings: during investigation, the pump was unable to power on and was completely unresponsive. There was moisture corrosion observed on the display screen inside the pump. The battery compartment was observed to be cracked from threads down to the grip pad and below the grip pad; the returned battery cap was able to fit securely to the pump. Further testing was not able to be performed due to no power to the pump. A leak test revealed a battery compartment leak. The pump¿s cover was removed and moisture ingress was found to the power printed circuit board and other internal components of the pump.